Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 450 mg/dl, which she treated via manual insulin injection. Troubleshooting was not completed since the customer resolved the no delivery alarm by changing the infusion set and reservoir. The insulin pump also alarmed failed battery test. However, the customer did not clean the battery cap contacts and replace the battery during the call. The insulin pump was not returned for analysis at this time.